Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated stretching. The analyst noted there were no issues passing the lead through the introducer. The distal conductor was slightly distorted. The stylet was returned inside the lead with a kink at the same location.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, it was noted that the lead had a strange shape near the tip. The lead was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.